Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that an rx pre-curved ercp cannula was planned for use during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during preparation, before using the catheter, the nurse noticed that the catheter was broken at the distal end about 20 cm to the tip of catheter. The procedure was completed with another rx pre-curved ercp cannula. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed. (B)(4).